Event description:
A report was received that the patient was having difficulty charging. In order to charge the patient had to press the charger down over the ipg. The physician decided to explant to the ipg and a m1 connector.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-9004-55, serial #: (B)(4), model description:precision connector m1 - 55 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging. In order to charge the patient had to press the charger down over the ipg. The physician decided to explant to the ipg and an m1 connector.

Manufacturer narrative:
Additional information was received that after a repositioning procedure reported in medwatch report #3006630150-2011-01947 the patient's ipg and m1 connector were explanted due to infection and difficulty charging as the ipg had flipped. The physician indicated that there was no cicatrization and a lot of liquid at the incision.